Manufacturer narrative:
The explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Minimal calcification was observed in the cusp area and free margin of two leaflets. Host tissue was minimal on the tissue inflow, outflow, and at the stent inflow. Leaflet 1 had a cut area and thrombi was observed on leaflets 2 and 3. The x-ray demonstrated calcification and two commissures appeared distorted; these damages are most likely due to explant. Customer report of calcification was confirmed. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic valve was explanted after an implant duration of eight (8) years, six (6) months due to calcification. This was replaced with a 29 mm pericardial bioprosthesis. There were no adverse patient effects reported.